Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that after the device was implanted, it would not interrogate. The device was later explanted that same day.